Event description:
Provider states the end-user has had multiple issues over first year of owning chair, including the headtube caster splitting in half (B)(4), issues with the front caster housing (B)(4), left desk arm pad has fallen off and split twice (B)(4), and the 16 x 16 seat upholstery is badly hammocked and torn at the seat guide and screws (B)(4). Provider also has concern about anti-tipper not being mounted correctly and not using the attachment as seen in catalog.